Event description:
Cardiac cath event: a choice pt es wire was positioned in the affected vessel. The dr could not get the balloon to pass over the wire. It was noted that the wire fractured at the tuohy wire retrieved without harm although delaying door to balloon time. A second choice pt es wire was positioned into the affected vessel. Able to balloon angioplasty and export before the ivus would now pass along the wire. It was noted again that the wire fractured at the tuohy hub. It was suspected that the tuohy may have a defect inside causing the fracturing when it was tightened down. The wire was removed without harm and the tuohy was replaced. The third choice pt es was used without problems to complete the procedure.